Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported urine did not flow through the catheter to the urinometer chamber during use. This occurred more than one time with more than one device. The urine remained at the connector valves and often required manual shaking of the connector and catheters. It was further reported that the issue was noted upon initial placement of the device. The reporting facility was unable to quantify the number of devices or patients impacted by this issue but indicated issue was noted with multiple devices. Each time, the devices were removed and replaced. No patient complications were reported as a result of this event.